Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. A second capsule was attempted that also failed to attach. No serious injury to the pt was reported.